Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was going to the bathroom every 5 minutes. She called her healthcare professional (hcp) and was told to turn stimulation down. The patient also reported she had a fall the week before the call and she did not tell her hcp about the fall. She also confirmed she was on program 1 at 1.7 v and stimulation was on. She decreased to 1.6 v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.